Event description:
The affiliate reported: the patient is more than (B)(6), had congenital hydrocephalus, did v-p procedure 3 times. After the 3rd procedure, the patient was not getting better but aggravated. The surgeon removed the implanted device and noted the ruby fell off and the valve was loose which contributed to obstruction. The 4th procedure (revision procedure) was completed and a new valve was replaced. The patient is still in hospital for further observation now.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and biological debris was noted inside the valve casing. No occlusions or leaks were noted. Further examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming test and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.